Event description:
On (B)(6) 2009, the patient was implanted with an scs system. In (B)(6) 2010, the patient reported that the stimulation would no longer increase and that the desired areas could not be captured. The sales representative met with the patient and found high impedance on several contacts. The patient was scheduled for a revision. On (B)(6) 2010, during the surgery, the leads were disconnected from the extension and tested. The leads continued to show invalid contacts. The doctor replaced the leads. The patient reported having complete pain coverage with he new leads.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.